Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the l602 inductor was damaged on the bedside board. In addition, there was corrosion on the bedside board. The cause of the inability to power on is the damaged inductor and corrosion. The root cause of the damaged inducted cannot be positively identified. The root cause of the corrosion is liquid ingress of an unknown contaminant. The root cause of the inability to power on cannot be distinguished between the damaged inductor and contamination. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.